Manufacturer narrative:
(B)(4).

Event description:
The trial patient reported that a wire came out of placement. The doctor and manufacturer representative (rep) had already been informed. Additional information received from the rep in response to follow-up reported that no patient symptoms had been reported and the date of the event had not been reported either. The patient had worked directly with the physician so the rep was unaware of any troubleshooting. Multiple settings had been tested to resolve the issue. It was found that back manipulation by the patient had caused the lead dislocation. The issue was resolved; the lead was removed. No further follow-up was required.